Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by hospital physician that a patient developed a post-surgical infection after a procedure with an implant. The procedure was reported as completed successfully. There are no additional details available at this time.

Event description:
It was reported by hospital physician that a patient developed a post-surgical infection after a procedure with an implant. The procedure was reported as completed successfully. There are no additional details available at this time.

Manufacturer narrative:
The reported event could be confirmed, because the s. Aureus was found on microbiological analysis from the wound taken during the revision surgery. Additionally, the device was not returned as anticipated. To gain more information about the complained event, the ¿infection complaints ¿ checklist customer¿ (cmfqf 13-003) and further questions were forwarded to the sales rep. In the provided answers it was stated that the initial surgery took place in (B)(6) 2020 and the infection was discovered in (B)(6) 2020. Due to neurological impairment, the patient could not understand instructions, but the patient has been very carefully observed at the ward during the whole time between the initial surgery and the revision. Additionally, the ¿infection complaints - checklist investigator¿ (B)(4) was completed by the manufacturing site for the affected device. For infection complaints, expanded investigations are performed to assure that neither the reported device nor all related manufacturing (e.g. Environmental monitoring, sterilization validations tests) process steps could have caused the event. The reported device is delivered non-sterile and the sterilization parameters indicated in the corresponding instruction for use are validated. Indications for any device or manufacturing related problems were not found. After a follow up call with the sales rep and a stryker associate clinical research manager among others, related literature e.g. The ¿infection following insertion of implants¿ position paper as far as further related papers were provided. They describe the aspects of a possible postoperative complication as the occurrence of inflammations of or around the inserted implant. In general, infections, foreign body reactions and inflammations following the insertion of implants are well known adverse events associated with these procedures. They are well documented in the instruction for use and have been considered in the risk evaluation of the relevant stryker product. Overall, the benefits of this product to the patient was found to outweigh the possible occurrence of inflammations. Therefore, inflammations at implant sites are considered a risk which is induced by the procedure but does not exceed the benefits involved. Based on statistical evaluation there is no indication for an incorrectly working product or any systematic design, material or manufacturing related issue. Therefore, no corrective and / or preventive actions are deemed necessary at this time. The complaint is added to the complaint trend. Should further information be available, the investigation will be re-evaluated. H3 other text : device was not received.